Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead eroded through the skin. Surgical intervention may be undertaken to address the issue. It is unknown which lead or extension is at fault.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 5 leads / 2 extensions; however, it is unknown which product; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 30 cm, model: 3163, UDI: (B)(4), batch: 3773645. Common device name: quattrode lead wide spaced, 30 cm, model: 3163, UDI: (B)(4), batch: 3773645. Common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), batch: 3773643. Common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), batch: 3571569. Common device name: extension, dual 4 channel 10cm, model: 3341, UDI: (B)(4), batch: 3491206. Common device name: extension, dual 4 channel 10cm, model: 3341, UDI: (B)(4), batch: 3729997.